Event description:
It has been reported that the height adjustment at the foot end did not lock in. After several slides up and down of the height adjustment, it worked and the height adjustment locked. During transfer and the movements this caused the foot end of the cot slide completely down. Neither the patient, who was still on the cot, nor the paramedics were injured. Afterwards, a test without patient was performed and the height adjustment functioned properly.

Manufacturer narrative:
Additional information found relevant to the investigation will be added and a follow up MDR will be submitted.